Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that he has been in a mental hospital for the last week since he disagreed with his health care provider regarding his care so they placed him in the hospital and during this time he dropped his pump in the toilet and it did have a urine in it. The customer is unsure if this can be the cause of the issues he is having. The customer was advised that the pump will be replaced. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated the pump was exposed to water and urine.the customer dropped the pump in toilet. The customer stated the pump is vibrating without an alarm or alert. The customer stated the pump growls. The customer was advised to discontinue use of the device and revert to a backup plan.